Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by the customer's spouse that the customer received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2019 with blood glucose of 40 mg/dl at the time of the incident. The customer went low as they gave themselves 3 boluses. The customer was at 280 mg/dl at the time of the call. The caller did not mention how the customer was treated. The customer experienced symptoms such as confusion and being unresponsive. The customer was wearing the insulin pump during the incident. The caller was unsure if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed as the customer was unavailable at the time of the call. The insulin pump will not be returned for analysis.